Event description:
It was reported that the device delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial tachycardia (at) with rapid ventricular response (rvr). Pacemaker mediated tachycardia (pmt) was also noted. The device and leads remain in service. No additional adverse patient effects were reported.